Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the vessel sealer extend had an exposed blade. The customer completed the procedure as planned by using a backup vessel sealer extend with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found to have a dislodged spring from its original position at the proximal end. As a result, the knife cable guide would not retract. The complaint was confirmed by failure analysis. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. A review of the site¿s instrument logs confirmed: system serial#: (B)(6), distal gastrectomy procedure and event date 10/7/2024. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause is attributed to a manufacturing problem.